Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe packaging unit seal was taped down instead of properly sealed with glue. The following information was provided by the initial reporter, translated from spanish: "as a result, it was reviewed and two more came out where they were sealed with plastic but glued with tape, not with glue as they all come"